Manufacturer narrative:
Correction- (B)(4). It was incorrectly reported in initial report that "field service specialist (fss) visited the account after the reported event and no issues were found". The fss found that flaps were 20 um too thin. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an electrical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist visited the account after the reported event and no issues were found. He adjusted z baseline offset, confirmed surgical settings and cut test gels to standard. System meets all amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that they had a difficult lift in the right eye which resulted in a tear near the flap hinge on (B)(6) 2016. The case was aborted. No treatment was applied and the patient is to return at a later date for consideration of implantable collamer lense. No loss of best corrected visual acuity (bcva) was reported.